Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: review of the black box data revealed record of time/date reset on (B)(6) 2014 after 2 hours, 30 minutes of power on reset. On investigation, the pump was exercised for 24 hours without errors, alarms or warnings. The pump reverted to the default time/date setting after 6 hours of power on reset. The pump was opened for investigation and revealed the internal clock battery was leaking. Unrelated to the original complaint, the display was noted to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).